Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:15 was confirmed during product evaluation. The root cause was determined to be moisture on the tubing. However, no repair has been made at this time to correct the reported condition.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Event description:
This is a report of a colleague infusion pump with a failure code 810:15, which could have caused an interruption of delivery. The reported condition occurred during service/testing. There was no patient involvement, injury or medical intervention. This device utilizes user interface module master software version 7:01:00. No additional information is available.